Manufacturer narrative:
On 3-dec-2020, the investigation on the suspected medical device was completed. Investigation summary : during visual evaluation of the device, it was observed to be ruptured and was received in two parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. No striations were found in the remaining tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A skin reaction is a noticeable change in the texture and/ or color of the skin. This can include bumps, scales, pustules or redness that can be inflamed, irritated, painful, or itchy. This can be due to a variety of factors such as infections, heat, allergens or immune system disorders. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: skin reaction, rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 600cc mentor memorygel breast implant prostheses and experienced bilateral skin reaction and left-sided rupture postoperatively. The patient started experiencing bilateral itchiness and chest pain shortly after the implantation in (B)(6) 2020. MRI performed (unspecified date) indicated left-sided rupture. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. The date of event was estimated as (B)(6) 2020 based on available information. This report is for the left-sided prosthesis.